Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, additional failures prevented an adequate investigation. The pump powered on to a blank display. The pump was opened, and no defect was found. A review of the black box showed multiple ¿cs012¿ and ¿cs052/054¿ alarms in the pump alarm history. The unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/peripheral processors. A u17 slave processor upload was unsuccessful, and a u17 slave processor failure was concluded. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.